Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw issue was confirmed. The cause was due to silicone, septum material found inside the rv set screw cavity. The silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity became stripped.

Event description:
It was reported that during implant, setscrew anomaly was observed. Device not implanted.